Event description:
It was reported that the surgeon performed an lar for diverticulitis. Buttressing was attached to the circular stapler. The anastomosis passed an air leak test and there were two complete donuts in the stapler. On (B)(6)2023, a re-operation was performed for a suspected leak. The surgeon drained an abscess on the anastomosis and found a small hole. The hole was repaired, and a diverting loop ileostomy was performed. The patient is recovering.

Manufacturer narrative:
Pc-(B)(4). Batch # unk. Health effect ¿(B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was received: the pa did not fire but the surgeon did. Dch has been using buttressing since 2017 and it was used in this case. There were no issues with the circular stapler during the initial surgery. Leak test was passed, and donuts were sufficient. The surgeon closes until snug, verified that it was in the green range, held for 1-minute and then fired. The rep did not recall the surgeon re-tightening. The staple line was not examined intraluminal. The leaks happened within a week to 21 days. It was believed that all the patients had diverticulitis and it is unknown if chronic. Pms asked if the surgeon¿s believed the leaks were staple related and regional sales stated that they really don¿t know at this point. The patients are sick, and they operate on these types of patients every day. The rep also shared that the patients presented with fever, abdominal discomfort, elevated wbc, abscess on the staple line, hole on the staple line (described as it blew out the side of the staple line). One patient was injected with contrast which showed the leak. There was no mention of staple form issues. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.